Manufacturer narrative:
The customer reported that their AED is flashing red and will not power on. The customer stated that they received an error code with a working battery pack. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that their AED is flashing red and will not power on. The customer stated that they received an error code with a working battery pack. The customer did not report this occurred during patient use.